Manufacturer narrative:
Date of event: the exact date is unknown. The best estimate is prior to the aware date (B)(6) 2023. Device evaluation: product testing could not be performed as the product was not returned. The reported event could not be verified, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. Conclusion: based on the investigation, no product deficiency was identified. Attempts have been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the iol (intraocular lens) was explanted. The reason for the explant was not indicated. The explanted iol was discarded. Follow-up was done but no further information was provided.